Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Part came off and I almost swallowed it; the part below detached from the holder- dual action brush head [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that a part came off the oral-b power oral care refill dual action, and she almost swallowed it. She reported this was the second time this had happened. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed. On 31-may-2016 received follow-up: the reporter stated "I have a toothbrush accessory, I have a trizone, the part below this detached from the holder and it ended up in my mouth." The brush head had been used for 2 months, had not been dropped or damaged, and only water had been used to clean the product. No symptoms developed. The reporter had used the exact version of the product previously without reported incident. Concomitant product(s): sensodyne repair toothpaste; oral-b power rechargeable toothbrush handle trizone.

Manufacturer narrative:
On 02-aug-2016 product investigation results: the consumer returned one oral-b dual action toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue.

Event description:
Part came off and I almost swallowed it; the part below detached from the holder- dual action brush head [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that a part came off the oral-b power oral care refill dual action, and she almost swallowed it. She reported this was the second time this had happened. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed. On (B)(6) 2016 received follow-up: the reporter stated "I have a toothbrush accessory, I have a trizone, the part below this detached from the holder and it ended up in my mouth." The brush head had been used for 2 months, had not been dropped or damaged, and only water had been used to clean the product. No symptoms developed. The reporter had used the exact version of the product previously without reported incident. Concomitant product(s): sensodyne repair toothpaste; oral-b power rechargeable toothbrush handle trizone. On (B)(6) 2016 received follow-up: the consumer reported she had not used abrasive toothpastes for many years. No further information was provided.